Event description:
During evaluation of a returned spectrum pump, the device "7" and "8" keys were torn off of the keypad and not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device "7" and "8" keys were observed torn off of the keypad. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be, was due to the external influence on the keypad which requires replacement to address the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.